Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Analysis of the device memory found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and the right ventricular (rv) lead had shown a high pacing threshold several years prior. It was noted at three days after implant, the rv lead threshold was high and has remained high. The crt-d was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.